Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the freestyle libre 3 plus continuous glucose monitoring (cgm) had shown low readings overnight, but they did not experience any symptoms or feel the blood glucose (bg) was low. The user consumed rapid-acting carbohydrates, though bg never appeared to correct on the sensor. The user planned to replace the sensor later, as they believed the readings were inaccurate. The lowest blood glucose (bg) recorded by the sensor was 52 mg/dl. Bg was corrected with food. The user reported no symptoms and did not believe the low bg was valid. No medical intervention was required at the time of call.